Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming no delivery at night during basal attempts. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarm was noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.